Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00461. It was reported the patient's lead (originally placed at the l3 vertebral level) had migrated. Surgical intervention was undertaken and the lead was explanted and replaced. Also, during the removal, the physician inadvertently cut the lead located at s1. The physician elected to not remove and replace the cut lead. Postoperatively, the patient reported receiving effective therapy.